Manufacturer narrative:
Outcomes attributed to adverse event: corrected concomitant medical products: added.

Event description:
It was reported that the patient experienced functionality issue with the artificial urinary sphincter (aus) control pump during replacement surgery. The aus pump could be not activate once deactivated. Several attempts were made to active the pump and it reactivated successfully, but it performed erratically. The aus pump was removed and replace with another pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction evaluation method code: changed from device not returned to type of investigation not yet determined.

Event description:
It was reported that the patient experienced functionality issue with the artificial urinary sphincter (aus) control pump during replacement surgery. The aus pump could be not activate once deactivated. Several attempts were made to active the pump and it reactivated successfully, but it performed erratically. The aus pump was removed and replace with another pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of activation issues was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to if follow-up, what type, device evaluated by MFR: updated to include device analysis.

Event description:
It was reported that the patient experienced functionality issue with the artificial urinary sphincter (aus) control pump during replacement surgery. The aus pump could be not activate once deactivated. Several attempts were made to active the pump and it reactivated successfully, but it performed erratically. The aus pump was removed and replace with another pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced functionality issue with the artificial urinary sphincter (aus) control pump during replacement surgery. The aus pump could be not activate once deactivated. Several attempts were made to active the pump and it reactivated successfully, but it performed erratically. The aus pump was removed and replace with another pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.